Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control conveyed to the customer that the device is affected by (B) (4), and will require a software update free of charge. After several subsequent attempts to contact the customer to resolve this issue, no response appears to be forthcoming. The root cause of the reported failure cannot be determined.